Event description:
Information received from the field notes that the patient was in atrial fibrillation with a sinus rate of 90 bpm. The device could not be interrogated and there was no response to magnet application.